Event description:
Caller states the patient tested 5.9 inr and 6.0 inr on the coaguchek s system while a comparison lab returned as 3.52 inr. No treatment information provided. Requested return of suspect system and replacement was sent.